Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA stating that they had experienced an unusual issue with their onetouch ping meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 5am on (B)(6) 2016. At this time the patient stated that when they placed a test strip in their meter the device asked for the patient's name. The patient manages their diabetes with insulin pump therapy and stated that they consumed less food and/or drink at 5am in response to the alleged product issue. The patient denied experiencing any symptoms as a result of the alleged product issue but stated that they self-treated by taking an unspecified dosage of humalog insulin at 5am the same morning. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca was unable to resolve the patient's issue. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.